Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After inserting impella, echocardiogram revealed m-valve chordae tendineae rupture. Regarding the m-valve chordae tendineae rupture, the vital signs did not improve even after the insertion of impella, and the physician noted that impella did not rupture from the original patient's condition, but that it was originally ruptured. The patient was not in a state of being able to undergo surgery. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).